Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 12.8 months, due to unknown reasons. No further details were provided.

Event description:
A customer reported, they kept receiving readings around 70 mg/dl on their blood glucose meter and as a result, they kept eating sugar. The customer additionally reported, they experienced symptoms of hyperglycemia and paramedics were called. The customer also reported that at the hospital a lab test was performed, and a blood glucose result of 1000 mg/dl was obtained. It is unknown the time when the reported readings were completed. The customer also reported being diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.